Manufacturer narrative:
The device was not received for evaluation; therefore, no physical analysis of the device can be performed. The lot number is unknown; therefore, the manufacturing batch records for the complaint device cannot be reviewed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
They tried to advance the balloon down the thruway wire. As the balloon got closer to the tip of the wire, the wire was stuck in the wire lumen of the balloon. The physician tried to pull the wire out harder.....unsuccessful. They removed both the wire and balloon in unison. The procedure was completed with a different device, different model. No patient complications reported.